Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a marking pen was discovered with sheet labels in the seal of the pouch. The actual device was returned for evaluation. The manufacturing lot numbers were also provided for review. A review of the samples confirmed the issue discovered by the distributor. Analysis of the finished good lot numbers were reviewed. No non-conformance's for this issue were noted during the manufacturing process. This product is packaged on a machine where rulers and labels are auto-loaded and the markers are manually loaded into the recess pockets of the form, fill, and seal machine. This machine can lead to mis-aligning of material in the pockets and the operator checks for alignment (seated) within the pockets. Therefore, the root cause for the sealing error are attributed to operator error. Production supervisors and operations were notified of this issue during the daily update meetings. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was discovered with a sealing defect. The item was not in use. No injury/death was reported. Customer reported multiple lots with the same reported issue. The complaints records with their respective lots are as follows: (B)(4): lot 163499. (B)(4): lot 171044.

Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was discovered with a sealing defect. The item was not in use. No injury/death was reported. Customer reported multiple lots with the same reported issue. The complaints records with their respective lots are as follows: (B)(4) - lot 163499, (B)(4) - lot 171044.